Event description:
Or nurse has a red, dry and chapped area where their wedding ring would be. They are trying the durprene smt gloves and they are working so far. Additionally, nurse stated that they couldn't necessarily point to the glove as the cause of their symptoms. They experienced on their ring finger, where they would wear their ring, redness, broken skin, and blister. They stated it looks like poison ivy. The area burns when their hands sweat while wearing gloves. It started on their ring finger and spread to their palm. Their symptoms started in march. They did go to employee health where they were givien prescriptive steroidal cream, which they used for 2 days but stopped because it did not help. They state their hands are not bad now and they are using a different glove.